Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the unit was sent to the service center for evaluation. The work order indicates: per operational and diagnostic analysis confirms the reported functional issue of the unit not working as the unit would not operate due to a short in the cable. Device disassembled and decontaminated during initial evaluation. The testing of the unit was not completed, due to the need for cable assembly replacement. Unit placed in long term hold. No further investigation beyond what is noted below will be conducted on this complaint. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 8-6-2019, and no non-conformances related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that the micro tornado hand piece with hand controls was not working. The customer didn't disclose any further information.